Event description:
It was reported that the caller stated that an external pulse generator (epg) displayed a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message and had the caller remove the battery to reset the epg and turn it on again. The error could not be duplicated. The epg was placed back into service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).